Event description:
It was reported that during evaluation of the device, it was determined that the robotic assisted saw interface was broken in 2+ pieces. It was originally reported that the device locking clamp was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: visual analysis of the returned device found that the lever bearing was broken. Although the overall appearance of the device shows signs of wear consistent with repeated use and service, witness marks such as scratches near and around the saw lever were found consistent with attempts to pry the lever open. Therefore, the reported " plastic piece at the locking clamp not working", can be confirmed. The observed broken condition of the device was consistent with use of excessive force with another tool trying to open the lever and heavy usage. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the velys saw interface left would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.